Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with the tube extension cracked with no material removed at the proximal clevis interface. The clevis was dislodged from the tube extension. Engineering concluded the tube extension likely broke due to excessive side loading or other mishandling. Electrical continuity passed. An additional observation found the instrument with multiple hairline cracks at the distal end of the main tube. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the hairline cracks, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a monopolar curved scissors instrument, the scissors were not opening or closing properly. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.